Event description:
It was reported to boston scientific corporation that an advanix-naviflex delivery system was used to treat a biliary stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter broke into two pieces and was removed using a snare. The procedure was completed using another advanix-naviflex delivery system. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required to remove the detached guide catheter.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required to remove the detached guide catheter. Block h11: a naviflex delivery system was returned for analysis. Visual examination of the returned device found the guide catheter detached. However, after a destructive test, it was found that the device hypo tube from the pull wire was assembled correctly into the black guide catheter and the part that was detached was the pull wire. No other problems were noted to the delivery system. The reported event of guide catheter break cannot be confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed problems were likely due to factors encountered during the procedure. It may be that the tortuosity encountered during the procedure, the force applied and/or the technique used by the physician, limited the performance of the device and contributed to the reported event and observed problems. Therefore, the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex delivery system was used to treat a biliary stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter broke into two pieces and was removed using a snare. The procedure was completed using another advanix-naviflex delivery system. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required to remove the detached guide catheter. Block h11: a naviflex delivery system was returned for analysis. Visual examination of the returned device found the guide catheter detached from the delivery system. A destructive test was performed and found that the pull wire was broken and detached from the guide catheter. The pull wire runs from the proximal end of the handle to the proximal tip of the guide catheter where it is attached to the guide catheter. If the pull wire breaks during use, the guide catheter can detach from the distal end of the device. No other problems were noted to the delivery system. The reported event of guide catheter break was confirmed. The investigation found it likely that when the physician attempted to deploy the stent, procedural factors such as tortuous patient anatomy and/or the physician's technique required the use of excess force to deploy the stent, which caused the pull wire to break and the guide catheter detachment. Taking all available information into consideration, the review and analysis of the event indicated that the most probable cause is adverse event related to procedure because the event was associated with a product that met design and manufacturing specifications, but device performance was limited due to anatomical or procedural factors encountered during use. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex delivery system was used to treat a biliary stenosis in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter broke into two pieces and was removed using a snare. The procedure was completed using another advanix-naviflex delivery system. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.